Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
The customer stated her skin was clear and intact prior to using the company¿s products. She denied leakage; however, the end user was scared that it was going to leak. As a result, the end user kept changing the product, which caused or contributed to the skin irritation which was first described as patchy discolored areas and subsequently developed cellulitis, diagnosed by her physician the previous week, which she believed was on (B)(6) 2025. She started on clindamycin 400 milligram, four times daily, but the cellulitis had not been resolved. She continued to have problems with changing often. No photo is available at this time.